Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the prograsp forceps instrument associated with this complaint and completed its investigation. The failure analysis investigations replicated/confirmed the customer reported complaint. Failure analysis found the primary failure of broken main tube to be related to the customer reported complaint. The instrument was found to have the main tube broken at the distal end. A piece measuring approximately 0.109¿ x 1.712¿ was not returned with the instrument. The root cause of broken instrument main tube is typically attributed to misuse. No image or video clip for the reported event was submitted for review. A review of the instrument log for the prograsp forceps instrument (471093-11/k10211018 0369) associated with this event has been performed. Per the logs, the instrument was last used on (B)(6) 2022. This complaint is being reported based on the following conclusion: failure analysis identified that a fragment was missing from a portion of the device that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during central processing, that the prograsp forceps instrument was not working. There was no report of patient involvement. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.